Event description:
It was reported that a "serious error" message occurred during power-up. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event. As a result the hard drive was reconfigured and software was reloaded, also the link electronic module (lem) circuit board was replaced and calibrated.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concommitant product: product ID 2290 pacing system analyzer. (B)(4).